Event description:
The clinician alleges that a pt was found with some difficulty breathing and the tracheostomy tube dislodged laying on top of the left shoulder. The pt was reintubated without compromise.